Manufacturer narrative:
Based on the claim against the product by the customer noting frayed cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have insulation damage on the conductor wire. The internal wires were exposed as a result. The damage was located at the distal end on the bipolar yaw pulley with no material missing and no thermal damage was observed. An electrical continuity was tested and passed. Additionally, the instrument was found to have corrosion on axis 5 clamping pulley at the proximal end. The complaint regarding frayed cables was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps had a frayed cable at the distal end. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.